Manufacturer narrative:
Date of event: date estimated. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided the reported atrial perforation is the result of procedural conditions. The patient effect of atrial perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The other additional two devices referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report an atrial perforation. It was reported that through a research article that roughly three years ago, a mitraclip procedure was performed to treat mitral regurgitation (mr). The procedure was successfully performed, but a 28mm amplatzer atrial septal occluder (aso) was used in order to close a large atrial septal defect (asd). Roughly two years later, the patient returned to the hospital and echocardiogram showed that mr had increase to a grade of 4. Therefore, a second mitraclip procedure was performed. It was noted that transseptal access was achieved through the previously implanted closure device. Two additional mitraclip were successfully implanted, reducing mr to a grade of 1+. It was noted that the hole made through the aso was not closed due to the possibility of an additional procedure and the potential for the unloading of the left atrial hypertension. One month later, the patient returned to the hospital with heart failure symptoms. The decision was made to use a 14mm amplatzer closure device to close the new asd. The patient health was noted to have improved. One year later, the patient had a follow up appointment and echocardiogram confirmed mr remained at a grade of 1+; however, mild dyspnea was noted. It was noted that the second closure device was well seated with a minimal residual shunt. See attached article for additional information.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.